Event description:
Patient reported "they are experiencing breast implant illness which is not device related, contractures, and just not feeling well." Patient stated they "feel sick". Patient was informed that their implants are not apart of the recall. This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.